Manufacturer narrative:
The device was evaluated and the reported event was confirmed.

Event description:
It was reported that during a surgical procedure at the user facility there was a 30 minute delay to the procedure which resulted in additional anesthesia being administered. The procedure was completed successfully using the same device. No other medical intervention or adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility, there was a 30 minute delay to the procedure which resulted in additional anesthesia being administered. The procedure was completed successfully using the same device. No other medical intervention or adverse consequences were reported with this event.